Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm. The customer blood glucose level was 189 mg/dl. The customer was assisted with troubleshooting. Customer states insulin was squirting out during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they were unable to exit the preparing to prime loop. Customer states the rewind message occurred after an alarm. Customer states they were stuck in rewind complete or bolus delivery loop. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer stated that the insulin pump stuck to rewind and loop. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk.